Event description:
It was reported that the patient came in to the medical center due to chest pain. A MRI scan and x-ray imaging was performed, which confirmed this right ventricular (rv) lead had dislodged. As a result, the lead ended up in the free wall of the patients heart, where it perforated into the pulmonary artery. The lead was repositioned and placed on the septum of the heart. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes.

Event description:
It was reported that the patient came in to the medical center due to chest pain. A MRI scan and x-ray imaging was performed, which confirmed this right ventricular (rv) lead had dislodged. As a result, the lead ended up in the free wall of the patients heart, where it perforated into the pulmonary artery. The lead was repositioned and placed on the septum of the heart. No additional adverse patient effects were reported.